Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss). When checked. The atrial impedances were 430 ohms in unipolar configuration and noise was observed that the device was sensing; therefore, could not perform threshold testing and loss of catpure was assumed. It was noted that the patient was 19% paced in the atrium. The impedances in bipolar were 1,430 ohms, and noise was also observed in bipolar, and again threshold testing was unable to be performed. It was also noted that the daily measurements showed a large variation of impedances from 1,400 ohms, to 200 ohms, thus there was no evidence to clearly identify when the lss occurred. This would be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.